Manufacturer narrative:
Evaluation summary: one sample returned for evaluation without its unit pack. The returned unit was inflated, the distal cuff inflated without any issue however the proximal cuff failed to inflate. The distal cuff was inflated / deflated three times without any issue. Visual examination of the proximal cuff shows there is a large clean cut slit in the main body of the cuff. Further examination of the cuff body using the microvu shows that the slit is clean cut in appearance measuring 5.8mm in length. The most probable root cause is the cuff body came in contact with a sharp utensil or object. Please refer to our ¿instructions for use¿ under the section ¿warnings/precautions (cuff-related):¿ where it states ¿various bony anatomical structures (e.g., teeth) within the intubation route or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Care must be taken to avoid damaging the thin-walled cuffs during insertion which would create the need to subject the patient to the trauma of extubation and re-intubation. If either cuff is damaged, the tube should not be used¿. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had cuff inflation/deflation issue. There was no patient involvement.